Event description:
Boston scientific received information that during implant, this right ventricular (rv) pace/sense lead exhibited high pacing thresholds (< 4.5v at 0.5ms) so multiple attempts were made to reposition the lead. Despite increased thresholds, the right atrial lead was implanted and the pocket was closed. Another measurement showed continued, increased thresholds and decreased sensing so the pocket was reopened to reposition the rv lead; despite additional attempts to reposition the lead, it continued to dislodge so the rv lead was finally explanted. Upon explant, the physician noted difficulty when they tried to extend the helix using the fixation tool so the rv lead was replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Visually, the lead was returned with the helix retracted and dried blood was observed in the lumen and dried tissue was found on the helix. Resistance and pressure tests were completed to assess electrical performance and insulation integrity; measurements throughout these tests were within normal limits. Electrically, the lead was found to be within specification and the allegation of dislodgement could not be confirmed by testing.